Manufacturer narrative:
Device involved in this event has not been returned for investigation as it was still implanted, but it has been requested to return at the end of the treatment. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
As per the reporter, a fitbone locking screw backed out during treatment. The patient underwent a revision procedure to have the locking screw put back in place. No product will be returned for investigation as it remains in-situ.

Manufacturer narrative:
Device involved in this event has not been returned for investigation as it was still implanted, but it has been requested to return at the end of the treatment. If the device is returned an investigation will be completed and a follow-up report will be submitted.

Event description:
As per the reporter, a fitbone locking screw backed out during treatment. The patient underwent a revision procedure to have the locking screw put back in place. No product will be returned for investigation as it remains in-situ. Further information received on february 6, 2026: updated d 6a and d 6b with new information.